Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer insulin pump had failed displacement. The customer¿s blood glucose level was 399 mg/dl. The customer stated that they had performed displacement test and the engine went up difficulty. It was reported that they had high blood glucose. The insulin pump will be returned for analysis.